Event description:
Complainant alleged that while attempting to monitor a 67-year-old female patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The device was put through extensive testing including charging and discharging test without duplicating the report. Review of the device activity log suggests nothing abnormal occured during the event. The device was recertified and returned to the customer. The pads were not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.